Event description:
It was reported that the pump dispensed insulin from the cartridge during the load step.

Manufacturer narrative:
The pump was returned to animas for investigation. Evaluation revealed a misaligned display screen and dislodged force sensor pins. The pump history revealed "no cartridge detected" and "loss of prime" warnings associated with zero force.